Manufacturer narrative:
According to product quality complaint group the severity of harm was assessed as s3.

Event description:
Event verbatim [preferred term] actually burnt the stomach [thermal burn] , skin came off with it [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced it actually burnt the stomach. The consumer put the thermacare heatwrap on, (it had no rips in it) and went to the movies. The reporter returned home, went to the bathroom, took it off and stated 'my skin came with it" on an unspecified date. The action taken in response to the event of the product was unknown. The outcome of the events was unknown. According to product quality complaint group the severity of harm was assessed as s3. Additional information has been requested and will be provided as it becomes available. Follow-up (04oct2019): new information received from product quality complaint group includes severity level assessment. Company clinical evaluation comment based on the information provided, the events of "burn" and "my skin came with it" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" and "my skin came with it" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burnt my stomach [thermal burn] , skin came off with it [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive (B)(6) heatwrap ((B)(6) menstrual), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced actually burnt my stomach. Consumer reported she put the (B)(6) heatwrap on, (it had no rips in it) and went to the movies. When she returned home, she went to the bathroom, took it off and stated 'my skin came with it" on an unspecified date. The action taken in response to the event of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn" and "my skin came with it" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" and "my skin came with it" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.